Manufacturer narrative:
The reported event occurred on a cobas 6800 system (serial number: (B)(6)). The investigation determined that the cobas dpx assay (lot k21753) and the cobas 6800 system were performing within specifications. An analysis of the customer-provided data, including pcr growth curves and cycle threshold (CT) values, confirmed accurate positive calls and no anomalies in the algorithm that could lead to erroneous outcomes. Quality control data, including robust amplification curves for the internal control (ic), quantitation standard (qs), and targets, indicated proper functioning of the pcr and sample preparation processes. The discrepant parvovirus b19 (parvo b19) results were attributed to very low viral loads near or below the test's limit of detection (lod), which can cause variability in results and fluctuations between reactive and non-reactive outcomes. This behavior is consistent with the expected performance of the assay as described in the instructions for use (IFU). No evidence of a product-related issue was identified, and no signs of hardware-related malfunctions were observed.

Event description:
The initial reporter alleged discrepant parvovirus b19 (parvo b19) results using the kit cobas 58/68/8800 dpx 192t ce-ivd assay on the cobas 6800 system. The customer reported that the primary pool of 6 (pp6) generated non-reactive results for parvo b19, while associated pools, even at higher dilutions, generated reactive results. Data provided by the customer included the following results: - run 7272: three pp6 pools were reactive for parvo b19 with cycle threshold (CT) values of 40, 37.5, and 29, with corresponding titers of belowtitermin 40 iu/ml and 14,391 iu/ml. All other pp6 pools were non-reactive for parvo b19. - run 7274: non-reactive pp6 samples were pooled into pp96 pools for repeat testing. Two pp96 pools were reactive for parvo b19 with CT values of 39.9 and 41, both belowtitermin 40 iu/ml. - run 7278: resolution of pp96 pools into secondary pool of 12 (sp12) revealed four reactive sp12 pools with CT values of 39.2, 36.2, 40.9, and 37.9, with titers of belowtitermin 40 iu/ml and 91.2 iu/ml. - run 7280: individual samples tested reactive for parvo b19 with CT values ranging from 34.9 to 39.2, all belowtitermin 40 iu/ml. - run 7286: all samples generated valid and non-reactive results for parvo b19.